Manufacturer narrative:
UDI = (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05793. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure three transseptal punctures were performed. A watchman® access system (was) was positioned in the laa with room to spare and a 24mm watchman® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was fully recaptured because it was the wrong size. An effusion sweep was performed after the recapture and no effusion was reported. The rest of the procedure was successful in implanting a 21mm closure device. There were no complications. Three hours after the procedure the patient was noted to have a pericardial effusion that lead to tamponade. Pericardiocentesis was performed and 475cc was drained. The patient is stable and has needed no further interventions.